Event description:
It was reported that the pump had intermittent power and would self-reboot. On (B)(6), 2012 the patient's fasting blood glucose level was 500 mg/dl, and on (B)(6), 2012 he obtained a reading of greater than 400 mg/dl. At that time, the patient experienced the symptom of nausea. The patient corrected his blood glucose level using his backup plan, and is disconnected from the pump. He did not seek any medical attention. Troubleshooting revealed the pump battery compartment was cracked, and the patient had never replaced the battery cap. The manufacturer recommends the pump's battery cap be replaced every six months. The patient's technique was incorrect by not replacing the battery cap as recommended. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was found to be cracked and the battery cap was stripped and the pump was found not to power up appropriately. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A test cap was used for testing purposes. An "ezprime" operation was performed on the pump with no issues noted. There were no alarms noted related to the complaint in the pump's history. There was one reboot noted in the black box associated with a battery change; no further reboots occurred prior to or after the reported event date. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications up until the reported event date.